Event description:
At 2 months after the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 03 may 2022. Lot 2109538: (B)(4) items manufactured and released on 20-aug-2021. Expiration date: 2026-07-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event. Additional item involved in the event, batch review performed on 03 may 2022. Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 2103149. Lot 2103149: (B)(4) items manufactured and released on 28-june-2021. Expiration date: 2026-06-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.